Manufacturer narrative:
Unit unable to prime during the prime/delivery test, due to faulty forced sensor resistor. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 80 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.